Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported low blood glucose symptoms of feeling delirious with a result of 76 mg/dl obtained on the mobile system. The customer consumed sugar and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device.